Event description:
It was reported that the customer experienced a blood glucose (bg) level of 565 mg/dl with high ketones and diabetic ketoacidosis that the health care provider determined to be dangerous/life threatening. Customer gave a bolus via the pump to address bg level and went to the emergency room, was subsequently hospitalized and admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support performed a pump system check and found that the pump functioned as intended. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.